Event description:
The customer reported that the device was used with a ligasure8 generator on unknown settings. Activation and end-tones were heard, indicating a completed seal cycle, but the device did not seal the tissue. The surgeon was sealing soft tissue and veins less than three millimeters thick. The surgeon did not cut any tissue after seeing there was no sealing effect so there was no bleeding.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2013. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.